Event description:
It was reported that the ilet user experienced overnight high glucose readings and sought clinician review. Internal review suggested the user might be entering meal announcements as correction entries, and the device user interface and operating procedure were considered during troubleshooting, with additional education assigned. Symptoms included hyperglycemia peaking at 236 mg/dl, though the user typically did not awaken or report associated symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to using meal announcements to correct elevated blood glucose. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.